Event description:
Underdelivery reported during routine preventative maintenance testing by the user facility biomedical engineer. There were no reported pt events while the device was in clincial use. There was no add'l info available.